Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The caregiver contacted nxstage for assistance as the cycler displayed arterial air alarms. While attempting to recover from the air alarms, an effluent pressure low alarm occurred and the caregiver reported that the blood in the cartridge tubing was very dark and believed to have clotted. The blood was not returned to the patient resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The cycler was returned for evaluation. Returned cycler was inspected and tested. Testing identified an intermittent received signal from the arterial air sensor most likely caused by a loose connection. The arterial air sensor and circuit card were replaced. The malfunction resulted in the cycler triggering intermittent erroneous air alarms. The circuit clotted during the elapsed time spent troubleshooting the alarms precluding rinseback of the patient's blood. User's guide states to rinseback the patient's blood if alarms cannot be resolved promptly. Last service date for this cycler was 11/05. Cycler was refurbished at that time including checking all air sensor connections. All testing passed acceptance criteria. Will continue to monitor as part of routine complaint process. Nxstage considers this report closed.